Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blacked screen and loss of pictures captured. Probable root cause: dvi / s-video/composite cables and connectors, sources and sinks; sk28 system design (sk28 io board, sk28 m board); sk28 firmware; sdc3 application software; gravity workflow software application; software: sdc3 ipad app; use error; manufacturing/service nonconformity (stryker/ novatech). The reported failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Updating FDA registration number to 0002936485 - endoscopy (san jose).

Event description:
It was reported that there was loss of image.